Event description:
It was reported that a device was used during an exploratory laparoscopy. The gasket housing tore, started to leak and loose pneumoperitonium. Another device was used to complete the case. There were no consequence to the patient.